Event description:
A patient with severe reflux espohagitis underwent a laparoscopic nissen fundoplication. During the surgery the surgeon, using a ussc autosuture endostitch 173016 10mm disposable suturing device, was unable to pass the suture through tissue. The hand controls stuck and there was difficulty removing the suture from the instrument. The instrument was passed off the field and replaced with a new device. The surgery was concluded uneventfully. There was no patient harm.